Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009. 5076-52 lead; (B)(4) lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had "trouble" and developed an "issue" and were unsure if the cardiac resynchronization therapy defibrillator (crt-d) "stopped working for a little bit." The crt-d remains in use. No patient complications have been reported as a result of this event.